Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir has been running out of insulin each day. Customer has contacted the physician who informed her that she is using too much insulin. Customer has been experiencing low blood glucose. The current blood glucose reading is 55 mg/dl. Customer treated with food. Customer feels tired, cold sweats and shakes. Nothing further reported.